Manufacturer narrative:
The device was returned and evaluation is underway. A preliminary review of the x-rays suggests that it is possible that the surgeon did not leave sufficient overhang of the rod in the screw head however, this is still being investigated.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The screw was visually and microscopically inspected. The horizontal striations on the inner collet of the screw are consistent with a screw that was fully locked. The x-rays appear to show an unlocked screw. It was reported that the subject screw was at the end of the construct where the rod had popped out of the screw saddle. No definitive root cause can be determined.

Event description:
Rod slipped out off end of a mesa small stature construct. The patient was revised.